Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a hematoma after device implant. The patient was admitted to the hospital due to the hematoma that was related to the device implant, and for heart failure unrelated to the device. A computed tomography (CT) scan was performed and the physician noted air in the device pocket. No further actions were taken. No additional adverse patient effects were reported. This device remains in service.